Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open unknown procedure name, the jaws did not open after firing on the pancreas. The device was removed by cutting with another device. After that, the jaws opened. Another device was used to complete the case. There were no adverse consequences to the patient.